Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: mirjam v. Neumann et. Al (2016), complications after surgical management of distal lower leg fractures, scandinavian journal of trauma, resuscitation and emergency medicine 24, article 146, pages 1-7 (germany). The retrospective study is to evaluate the most common postoperative complications following intramedullary nailing or plate osteosynthesis of distal lower leg injuries with a focus on combined tibiofibular fractures. The outcomes of patients with and without complications associated the two surgical techniques were compared. Between january 2010 to december 2014, a total of 199 patients (133 males and 66 females) with a mean age of 46 (range, 15 to 92 years) were included in the study. These patients had distal tibiofibular fractures. Complex distal fractures were generally fixed with a plate, while tibial shaft fractures that extended up to a location above the epiphyseal plate were managed using unreamed intramedullary nailing devices. There were 22 patients used the locking compression plate and screw. The mean duration of follow-up was 18 months. The article did not specify which of the devices were being used to capture the following complications: 9 patients had wound infection. 5 patients had valgus deformity. 5 patients had synostosis 3 patients had non-union implant removal was required in 102 patients after a mean of 16 months (range, 2-112 months). 1 early implant removals were necessary due to a local wound infection. 1 patient died during treatment following cardiovacular complication. A (B)(6)-years-old male patient was affected with peripheral arterial dysfunction grade IV 2 months following the surgical repair which required amputation. This patient died during treatment following cardiovacular complication. A (B)(6)-years-old female patient was affected with peripheral arterial dysfunction grade IV 2 months following the surgical repair which required amputation. This patient died during treatment following cardiovacular complication. A (B)(6)-year-old male had early implant removal due to wound infection who was disturbed by the implant. A (B)(6)-year-old male patient who had non-union. This report is for an unknown synthes locking compression plate. This is report 1 of 4 for (B)(4). The complaint involves 12 devices. Due to a limit of impacted products per complaint, this complaint will be captured under 2 separate complaints as listed below: (B)(4) ¿ this complaint will include 10 devices ¿ 5 plates and 5 screws (1st pc). (B)(4) ¿ this complaint will include 2 devices ¿ 1 plate and 1 screw. (2nd pc).